Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during pretest in the cath lab, a leak from the balloon was noticed, and as a result, it was not used. A new kit was opened and used without issue. A delay was reported; however, there was no death or complications as a result of this occurrence.